Manufacturer narrative:
Clinical imaging review. Evaluation- a review of the complaint history, device history record, documentation, drawings, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted. The device was not returned to assist with the investigation. The lot number is unknown so the work order review and the complaint history search could not be performed. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Minimal information was provided to assist with this case. The complaint was confirmed based on the customers testimony. Based on clinical review, ("significant findings relative to the patient's anatomy were observed. A proximal left eia stenosis constrained the 13mm limb to 8x9mm. Significant findings relative to the use of the device were observed. The left limb stenosis was evident at completion and not eliminated") it is reasonable to suggest that patient condition had a role in the development and evolution of the occlusion as well as the medical procedure which was unsuccessful to totally eliminate the limb stenosis. The root cause was set to inconclusive. The root cause was set to inconclusive. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the physician, the patient had an evar on (B)(6) 2015. Limb was patent on follow up CT after case in 2015, and occluded on (B)(6) 2016 per CT. No further information was provided by the physician.